Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-35 lead; implanted: (B)(6)2015. (B)(4).

Event description:
It was reported that the epicardial left ventricular (lv) posterior and posterolateral leads exhibited high thresholds. In addition, the right atrial (ra) lead dislodged and had no capture. Both lv leads were capped and a new lv lead was placed. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.